Event description:
This extension set was connected to 24g jelco IV catheter. Fourty-eight hours later, IV infiltrated and removed. The luer lock hub had caused a friction or pressure breakdown size of dime at site.